Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose tends to go up randomly. Customer stated that one day she can drink coffee and be fine, and the next day she drinks coffee, her blood glucose goes up to 400 mg/dl. Customer stated that the bolus wizard gives her the wrong estimate. Customer was advised that if she keeps changing her settings on her own, it may have something to do with her high blood glucose. Customer stated that she has not met with a doctor in over a year. Customer declined to do any troubleshooting for her high blood glucose. Customer stated that she knows how to put in her basal rates and entered them on her own. Customer also put in the bolus wizard setting on her own and declined to have them reviewed.